Event description:
Procedure type: lap totally extraperitoneal hernia repair. According to the reporter: the kidney shaped balloon detached from its trocar and fell into the abdominal cavity. It was recovered with some difficulty but no blood loss or harm to pt. In the same operation the structural balloon trocar did not inflate and a second device was required to keep the space open. Retrieved the balloon from the abdominal cavity. Operation proceeded successfully (after new structural balloon used). No harm to pt. Patient outcome: operation complete with no adverse outcome for pt.

Manufacturer narrative:
(B)(4).